Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged headache, short of breath and tiredness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 18, 2023, and the h11 should be reported as; the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device. The patient alleged headache, short of breath and tiredness. Additional information was received that the patient did not experienced any allegation. Section b7 and e1 has been updated in this report. Section h6 health effects: clinical codes has been corrected in this report.